Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01215. It was reported the patient¿s system was not providing pain relief as before. Multiple mris were taken however, no anomalies were observed. Manufacturer¿s representative met with the patient and impedances were checked, leads showed normal impedances. The reported patient¿s symptoms were observed regardless of therapy on or off. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01215.